Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an open irritation on their right side under the device's garment. The patient reported that their doctor prescribed them hydrocortisone cream. The patient didn't used the prescribed cream and instead used (B)(4) lotion on the reported irritation. The patient's irritation improved.